Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the previously implanted xience sierra stent and/or interaction with the old existing stent resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nc trek device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that an unspecified xience sierra stent was implanted overlapping an old existing stent in the proximal left anterior descending (lad) coronary artery without any issues. For post dilatation, the 3.00x15 mm trek balloon dilatation catheter (bdc) was inflated and ruptured before nominal pressure. Next, a 3.00x12 mm trek bdc was inflated and again ruptured before nominal pressure. A final image was taken, and the physician was happy with the outcome so no other device was used. The procedure was completed at this point. Both balloons had been prepped as indicated in the instructions for use and there was no reported resistance during advancement with either bdc. The physician noted that the old implanted stent may have had a rough edge that contributed to the balloon ruptures. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.